Manufacturer narrative:
(B)(4). The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported that this lead had high impedances of greater than 2000 ohms. This lead was explanted and replaced.